Event description:
It was reported that in 2009, interrogation resulted in an elective replacement indicator (eri) alert. The eri alert was cleared and measured data was 2.75 v, 18 ua and less than 1 kohms. At approximately 2 months later, the patient presented with a heavy feeling in her chest. The pulse generator interrogated with an eri message. Software eri was flagged. At about one month prior, data was 2.73 v, 20 ua and less than 1 kohms. The pacemaker was replaced due to premature eri behavior.

Event description:
Adverse event(s): "does not have intermediate or near vision without correction" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient who does not have intermediate or near vision without correction following bilateral intraocular lens (iol) implant surgeries. She stated that the lenses are perfectly centered and distant ucva is 20/20 for both eyes. She stated that the patient is "taking full correction for her intermediate (+1.00) and near (+2.50) vision". The surgeon reported that no further treatment is planned. Additional information has been requested. There are two medical device reports associated with this event; this report is for the right eye.

Manufacturer narrative:
Final analysis found that while implanted the measured battery data did go to elective replacement indicator (eri) twice and this set the eri indicator. The eri indicator was then cleared. The device was interrogated and the measured battery data was confirmed to be near beginning-of-life (bol). Months of further testing were performed on the device without reproducing the eri indicator. The device was cut open and no anomalies were found inside the device. Testing was terminated without reproducing the anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.